Manufacturer narrative:
Ps293991 method: five complaint mr370 reusable humidification chambers were returned to fisher & paykel healthcare for investigation and were visually inspected. Result: visual inspection of the received chambers revealed that four chambers have crack lines near the inlet port and one chamber has a crack on the top and bottom of the dome. Conclusion: we are unable to determine what may have caused the reported fault. All mr370 chambers are visually inspected before leaving the production line and those that fail are rejected. The subject mr370 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr370 reusable humidification chamber state the following: - "warning: to prevent cracking, ensure that the water inlet port plug, and any other reusable compounds, are disconnected from the chamber before cleaning. " - "recommended way to clean the chamber: chambers maybe cleaned by any of the following methods: autoclave: 132°c (270°f) @ 220kpa (32psi) for 4 minutes, or 121°c (250°f) @ 96kpa (14.1psi) for 30 minutes. Ethylene oxide: 55°c (131°f)"

Event description:
A hospital in belgium reported via a fisher & paykel healthcare (f&p) field representative that four mr370 reusable humidification chambers were found to have cracked domes and were leaking during use. There was no patient consequences.

Manufacturer narrative:
(B)(4). The complaint mr370 reusable humidification chamber is currently enroute to fisher & paykel healthcare in (B)(4) for evaluation, to determine if it caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that four mr370 reusable humidification chambers were found to have cracked dome and leaking during use. There was no patient consequences.